Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A caregiver reported the customer received a sensor scan result of 184 mg/dl and experienced symptoms described as stomach pain, vomiting, and a loss of consciousness. Customer was taken to a hospital where a reading of 450 mg/dl was obtained on the hcp device and customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.